Manufacturer narrative:
Manufacturing site: (B)(4). The returned sion guide wire had its coil wire elongated and the elongated coil wire passed thorough the returned inserter. The distal part of the elongated coil wire was out of the inserter tip and the ball tip remained attached on the very distal end of the elongated coil wire. Microscopic observation found that elongation of the coil wire originated from the distal-mid solder located at 25mm from the wire tip. The inner coil wire was exposed under the elongated coil wire. Due to accumulated torsion, the inner coil wire was disarranged with partially widened coil pitch. The core composing twist wire and straight core wire were intertwined with one another and both wires were found fractured distal to the distal solder of the inner coil wire. On the distal side, both twist wire and straight core wire were found fractured at approximately 6mm from the ball tip. As seen on the proximal side of fracture, both wires were twisted together. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was continuously applied on the guide wire when the wire tip was being temporally trapped possibly by the target lesion. When the accumulated torsion exceeded the product's design limit, it made the core composing wires to be twisted together and eventually wrenched off. Tensile stress generated with wire removal likely contributed to elongation of the coil wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that plain old balloon angioplasty (poba) was performed to treat multiple lesions including a less than 75% stenosis in the unspecified coronary artery. An asahi sion guide wire was advanced through the mildly tortuous vessel. After the guide wire successfully crossed the first lesion, it was noticed that wire movement was unusual. When the guide wire was pulled back, the radiopaque section looked not moving while the rest of the guide wire was being retreated. A non-asahi guideliner catheter was inserted and then the whole guide wire was able to be retrieved as a unit.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.